Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and mood swings ("mood swings"). In march 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), somatic symptom disorder of pregnancy ("hormonal changes describe: pregnancy symptoms"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal distension ("extreme bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, somatic symptom disorder of pregnancy, abdominal distension, depression, mood swings, migraine, nausea, allergy to metals, vision blurred, fatigue and weight increased had resolved and the alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, somatic symptom disorder of pregnancy, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 144 lbs. On (B)(6) 2017 patient underwent diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: proper tubal occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), somatic symptom disorder of pregnancy ("hormonal changes describe: pregnancy symptoms"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal distension ("extreme bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and incision site rash ("rash on incisions"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, somatic symptom disorder of pregnancy, abdominal distension, depression, mood swings, migraine, nausea, allergy to metals, vision blurred, fatigue and weight increased had resolved, the alopecia had not resolved and the incision site rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site rash, menorrhagia, migraine, mood swings, nausea, pelvic pain, somatic symptom disorder of pregnancy, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 144 lbs. On 20-apr-2017 patient underwent diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: proper tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media case received. Reporter information updated. New event incision site rash was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), somatic symptom disorder of pregnancy ("hormonal changes describe: pregnancy symptoms"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal distension ("extreme bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, somatic symptom disorder of pregnancy, abdominal distension, depression, mood swings, migraine, nausea, allergy to metals, vision blurred, fatigue and weight increased had resolved and the alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, somatic symptom disorder of pregnancy, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 144 lbs. On (B)(6) 2017 patient underwent diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: proper tubal occlusion. Most recent follow-up information incorporated above includes: on 12-apr-2018: events- "hormonal changes describe: pregnancy symptoms, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mood swings, migraines, nausea, nickel allergy, dysmenorrhea (cramping), blurry vision, fatigue, weight gain, hair loss, extreme bloating", reporter, lot number , historical drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), somatic symptom disorder of pregnancy ("hormonal changes describe: pregnancy symptoms"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal distension ("extreme bloating"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), incision site rash ("rash on incisions") and tooth fracture ("teeth breaking off"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, somatic symptom disorder of pregnancy, abdominal distension, depression, mood swings, migraine, nausea, allergy to metals, vision blurred, fatigue and weight increased had resolved, the alopecia had not resolved and the incision site rash and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site rash, menorrhagia, migraine, mood swings, nausea, pelvic pain, somatic symptom disorder of pregnancy, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 144 lbs. On 20-apr-2017 patient underwent diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: proper tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information added.event added as teeth breaking off. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and genital haemorrhage ('excessive bleeding') in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In february 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and mood swings ("mood swings"). In march 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), somatic symptom disorder of pregnancy ("hormonal changes describe: pregnancy symptoms"), migraine ("migraines") and nausea ("nausea"). In june 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In august 2016, the patient experienced abdominal distension ("extreme bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and incision site rash ("rash on incisions"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, somatic symptom disorder of pregnancy, abdominal distension, depression, mood swings, migraine, nausea, allergy to metals, vision blurred, fatigue and weight increased had resolved, the alopecia had not resolved and the incision site rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site rash, menorrhagia, migraine, mood swings, nausea, pelvic pain, somatic symptom disorder of pregnancy, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 144 lbs. On (B)(6) 2017 patient underwent diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on 14-dec-2015: results: proper tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was identiofied to be a duplicate to record # us-bayer-2019-230476 (medwatch 3500a MFR number 2951250-2019-14723) which will be deleted from bayer safety database after all information was transferred to this case # us-bayer-2017-225308 which will be retained: new: social media reporter was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and genital haemorrhage ('excessive bleeding') in a 37-year-old female patient who had essure (batch no. C22912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), somatic symptom disorder of pregnancy ("hormonal changes describe: pregnancy symptoms"), migraine ("migraines") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal distension ("extreme bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), incision site rash ("rash on incisions"), tooth fracture ("teeth breaking off") and back pain ("lower back pain"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, somatic symptom disorder of pregnancy, abdominal distension, depression, mood swings, migraine, nausea, allergy to metals, vision blurred, fatigue and weight increased had resolved, the alopecia had not resolved and the incision site rash, tooth fracture and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site rash, menorrhagia, migraine, mood swings, nausea, pelvic pain, somatic symptom disorder of pregnancy, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 144 lbs. On (B)(6) 2017 patient underwent diagnostic laparoscopy with removal of essure and lysis of adhesions and left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: proper tubal occlusion. Concerning the injuries reported in this case the following were reported via social media- back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event lower back pain added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2017, she underwent a pelvic surgery to try and alleviate her symptoms). At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.